Event description:
It was reported that pump experienced cartridge alarm during use, identified as cartridge alarm 34, without any exposure to external magnets or prior history of similar alarms. There was no adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting due to time constraints, successfully reloaded original cartridge, resumed insulin therapy, and issue was resolved without further action.